Manufacturer narrative:
(B)(4). A device history record review revealed this device received anomalous operating software during the manufacturing process, which was determined to be the cause of the reported symptom. Evaluation reproduced the reported symptom "watchdog error" at power-up. The device was processed to correct the issue and to clear the sharp watchdog timeout error through reprogramming of the processor board and installation of an updated software version. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sharp watchdog error. There was no known patient injury or medical intervention associated with this event. No additional information is available.